Manufacturer narrative:
Unit received with high active current during testing. Problem isolated to electronic assembly. No pump heating up noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s battery was not lasting 40 hours and it was overheating. No troubleshooting anymore done under low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.